Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On the same day the sensor was inserted, the patient developed redness, inflammation, pus, and pustules under the sensor pod area only. The skin reaction was treated with prescription oral antibiotics (sulfamethoxazole-trimethoprim, cephalexin). No additional patient or event information is available.